Manufacturer narrative:
(B)(4). Report source: foreign - italy. Literature: biazzo, a., d'ambrosi, r., staals, e. Masia, f., verde, f. (May 2022). Hybrid cementation technique using the new modular system for aseptic knee arthroplasty revision surgery. The archives of bone and joint surgery. 10 (5), 432-438. Doi:10.22038/abjs.2021.52467.2593. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2022-02086, 0001825034-2022-02087, 0001825034-2022-02088, 0001825034-2022-02090.

Event description:
A journal article was retrieved from the archives of bone and joint surgery (2022) that reported a study from italy that looked at previously published literature to compare their results in revision total knee arthroplasties (tka). The purpose of the study was to evaluate the clinical and radiological outcomes of revision of tka using the vanguard 360 knee revision system. The study reviewed 19 patients revised between january 2014 and october 2016 by two different surgeons. All patients were clinically cleared of infection prior to revision surgery. The study population had a mean age of 69.9 years at time of surgery (range 58-79 years); 4 males, 15 females. Follow-up was conducted at one, six, and twelve months after surgery and yearly thereafter with an average follow-up time of 33.6 months. The study reported a 73 year old female patient underwent a left knee revision due to pain approximately 16 months postop. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6: component code: mechanical (g04) - stem. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The device history record was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.